Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock and triggered a lead integrity alert (lia) for non-sustained high rated episodes and sensing integrity counters (sic) due to what appeared to be an external source of electromagnetic interference. The ICD remains in use. No further patient complications have been reported as a result of this event.